Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history but not duplicated during product evaluation. The pump's air in line printed circuit board was tested and found to be within specifications. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2011. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter service personnel a colleague infusion pump experienced failure code 810:11. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.